Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of system revision due to infection. Reportedly, the patient's condition and cause of infection was unknown. No additional adverse patient effects were reported. The crt-p was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the a1: patient identifier; a2: date of birth; a2: age at time of event; and a2: unit of measure - age. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of system revision due to infection. Reportedly, the patient's condition and cause of infection was unknown. No additional adverse patient effects were reported. The crt-p was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.